Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. The reported patient effects of transient ischemic attack, respiratory failure and death, are listed in the product instructions for use as known potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that post a stenting procedure in the mildly calcified right internal carotid artery, the patient experienced a transient ischemic attack described as being aphasic and confused. The patient was treated with hydralazine. Within 24 hours the symptoms mostly subsided, but the patient remained confused to place and time. During the next twenty-five days, the patient remained hospitalized and experienced circulatory, respiratory and hepatic failure. As the patient has had previous intubation and was terminally ill, she requested not to be reintubated. Comfort measures were provided and the patient expired twenty-five days post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient experienced a major, ipsilateral, ischemic stroke. Additionally, the cause of death was identified as respiratory failure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect cerebrovascular accident (stroke) is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.